Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. Subsequently, an intermittent inappropriate atrial and ventricular pacing had occurred. Technical services (ts) found a yellow alert for low rv intrinsic amplitude, the r waves were below the rv sensitivity programmed. In addition, the rv thresholds measurements had been gradually increasing but were still in range. The patient is expected to be reviewed by the clinician. This rv lead remains in service. No additional adverse patient effects reported.